Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was declining to 44 mg/dl and rising to 266 mg/dl. The customer¿s other blood glucose values are 142, 355, 142, 103, 180, 203, 139, 143, 114, 316, 287, 63, 56, and 69 mg/dl. The customer¿s current blood glucose is 151 mg/dl. The customer was treated her lows with the glucose tablets and highs with the pump. The customer did not experience any symptom as a result of low or high blood glucose. Troubleshooting was performed for low and high blood glucose and over and under delivery respectively however, the customer declined troubleshoot for low and high blood glucose. The insulin pump will not be returned for analysis.